Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operative the right ventricular (rv) lead displayed rising threshold and diminished sensing. X-rays were taken and the physician confirmed that the lead was firmly implanted in the septal wall in the implant procedure, and no deviation of the lead position was confirmed by the chest x-ray. The lead remains in use. No patient complications have been reported as a result of this event.